Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an audible alert for a charge circuit time out at end of service (eos). A charge circuit inactive warning was also displayed. The ICD remains in use as the patient has chosen not to explant/replacement the ICD. No patient complications have been reported as a result of this event.